Event description:
It was reported, that the entire system exhibited oversensing noise. The right atrial and right ventricular lead were both capped and replaced. The device was explanted and replaced. The patient was in stable condition.